Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the lead site. The leads were coming out of the skin and the physician felt the incision looked infected. The patient was prescribed antibiotics and underwent a revision procedure wherein two leads were explanted. The patient was reportedly doing well postoperatively. Upon follow-up, the physician confirmed that all was infected. There was redness and irritation around the lead and ipg sites. The patient underwent another procedure wherein the entire system was explanted. The physician did not believe that the infection was device related, but could not confirm if it was procedure related as the physician did not know why the patient became infected because it happened months after implant procedure. No device malfunction was suspected.